Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on 5/2/2013 states that patient was admitted due to fall, tripping on a cord at home and had lower leg fractured. Patient had left ventricular assist device (lvad) placed prior to hospital admission. Device was checked before patient leaves the hospital and couldn't find lv capture, in any configuration via electrograms and lead 2; looks like not depolarizing lv. They were unaware of lack of lv pacing, possibly due to lvad. Long term decision is yet to be made. Reviewed chest xray from first assessment when patient presented, lv lead may have pulled back significantly. There was a noticeable difference from radiography from about a month ago, so they suspected change was from the fall. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).